Manufacturer narrative:
The reported event was inconclusive. The device was not returned for evaluation. A potential failure mode could be "vent becomes occluded" with a potential root cause of "vent wets out due to exposure to urine" the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following:" directions for use: 1. Separate notches within circles. Pull straps through holes and around legs. 2. Position bag on leg with flutter valve at top. 3. Attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard extension tubing (catalog no. 150615 or 4a4194). When using extension tubing, make sure to connect tube at least to the 3rd taper of the connector, 4. To empty dispoz-a-bag, push green lever on flip-flo valve out and down. Important: be sure to reclose flip-flo valve after emptying nag. 5. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable, local, state and federal laws and regulations."

Event description:
It was reported that the leg bag was allegedly creating a seal and not allowing urine to pass into the bag. The tubing was supposedly full of urine, so urine could not get into the bag. Per email received from the ibc representative on the 23-jul-19, the gentleman had been playing with his tubing continuously because he could tell the urine was not passing into the bag, so there was a large gap of air in the tubing. To get the urine to pass the tube was massaged, disconnected, and the bag was opened and pulled apart. The entire bag ended up being changed.